Event description:
It was reported that during a hysterectomy procedure, after a few minutes of utilization, the jaws could not open, they remained blocked. The generator displayed "failure" signal even after the reset operation. The case was carried out by using another (B)(4) which worked properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. During functional testing, the I-blade advanced and the jaw opened and closed as intended. As the cable is cut off, no further functional testing could be performed. When the electrode leg separates from the ceramic and is loose, it typically results in a replace light error illuminating from the generator and a change in beeping tone. This failure mode causes a short in the system and stops energy being applied to the tissue. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure.